Event description:
It was reported that during a hemicolectomy procedure, the hand activating knob could not be used. Did not function. Took new instrument to complete the case. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.